Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. Non-conformance review and complaint history review could not be performed due to missing serial number. No consistent serial number was identified with this complaint; therefore the manufacturing documentation was not reviewed. However, all product and batch history records are quality reviewed prior to product release. No corrective actions are required because there is no indication of a product issue and the product labelling was found to be sufficiently clear. This complaint has been reviewed, and future data will be monitored for evidence of adverse trending of reported events and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system with flap hinge was noted to be near pupil margin in unknown eye during lasik surgery. The flap was created with non-alcon product (z18 hansatome). The surgeon should not have proceeded with ablation in the setting of a very small resulted in misplaced flap. The contoura treatment was performed.